Event description:
Investigation found that pump failed over delivery at 5.10 ml. Rate and dosage are 19.9 ml/hr and 5 ml.

Manufacturer narrative:
Visual inspection showed that pump was serviced by third party due to maintenance due date and pump's parameters were changed. Pump was recalibrated to resolve the issue.